Event description:
The customer reported that will not obtain 12 leads in tempus pro. A user report was received related to a reported product problem which was investigated and confirmed the issue was the unit ECG was not working correctly. The ECG flex cable was not seated correctly in the ECG board which was reseated correctly and tightened ECG nut. Additionally after calibrating the touch. Device touch inputs are working correctly after multiple power cycles. The device was handed over to customer with full functionality. Report attached.